Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a tibial articular surface shim provisional instrument was found to be disassembled and missing ball bearings upon return to the distributor. There was no patient involvement and no adverse events have been reported as a result of the malfunction. All available information has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was able to be confirmed via product return. Visual examination of the returned product/provided pictures identified signs of repeated use and components were disassembled. The missing components were not returned. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. As the device has a potential field age of 6 years and 3 months and exhibited signs of repeated use, the root cause is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.